Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient subsequently developed a retroperitoneal hematoma and was seen by vascular surgery who deemed the patient stable for simple monitoring of the hematoma. No further surgeries were performed. The patient was sent to a local rehab facility. The patient presented to the emergency room on (B)(6) 2021 from the rehab facility secondary to some increasing confusion and generalized weakness and laboratory abnormalities. The specific laboratory abnormalities were elevated potassium and ferritin levels. The patient was somnolent on arrival; however, did respond to verbal commands. The patient did appear somewhat confused, but gave her name and was aware that she had a recent watchman procedure. She was mildly jaundiced. The right upper quadrant ultrasound revealed an acute intra-abdominal infection. The patient was found unresponsive by the nurse when she went to administer antibiotics. Advanced cardiac life support (acls) medications were given and a code blue was announced. They never achieved resuscitation and the patient died. The documented cause of death was cardiopulmonary arrest. It was noted by the implanting physician that there was no relationship to the device to the patient's death.